Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify pump error 35 due to download difficulties. Device received with cracked battery tube threads and cracked case at battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had broken force sensor was detected during seating or regular delivery error. Customer stated the insulin pump was not exposed to a high magnetic field. Customer stated that there was cracked on reservoir chamber. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.